Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging breast cancer. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging breast cancer. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed a dust like contaminate along with hairlike fibers on the 3rd party pollen filter, rear panel, bottom enclosure, and the blower motor. A dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, accessory module and sd (secure digital) cover flip doors, and the blower box. Evidence of liquid spots with potential mineral deposits on the blower motor and blower box. The device was returned without the sd card, philips pollen filter, and the water tank. A keratin-like substance was observed on the blower box outlet. (B)(4) addresses the issue of keratin. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In this report in box d: device serviced by 3rd, device available for evaluation, date returned, in box g: date received by mfg, in box h: device problem code grid, device eval by mfg, evaluation method code, evaluation result code, conclusion code has been updated.